Event description:
Following the evoke spinal cord stimulation (scs) system permanent implant procedure, the patient was reported to be shaking and ¿restless.¿ additional sedative medications were administered. The patient is confirmed to be recovering following the reported event. The medical staff suspect the patient experienced a reaction to medication administered during the procedure. The specific medication which caused the event was not able to be determined.